Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin. The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info that load fill tubing was stopped at 9.8 units multiple times and messages asking for minimum of 50 units of insulin were displayed. Reportedly, the cartridge had been loaded with cold insulin. The customer's blood glucose level was impacted.